Manufacturer narrative:
Device received with missing segments due to cracked lcd glass. No unexpected alarms or vibrating noted. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump started alarming out and the screen looks weird. The customer was assisted in performing the self test and the test was not completed because the screen looks weird with different colors and a bunt spot in the middle. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.